Event description:
There was a report of damage to the pump usb port, with specific issues like possible missing pins and having to maneuver the cable into the charging port at a certain angle. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use a backup insulin pump and the current one, with noted difficulties in charging, until a replacement pump is provided by technical support.